Event description:
A nurse reported that during surgery, after implantation they have noticed that the lens was scratched. Additional information have been received it states that the lens was removed during initial procedure was completed. There was no impact to the patient after intra and immediately post-operatively.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).